Event description:
At the end of the case, a small piece of metal (4mm) was noted in the sterile drapes that was believed to have come off of the femoral impactor used during the case (the impactor was found to be missing a metal piece).